Event description:
Reporter states the front right caster bolt came out and caused the chair to top forward when the caster folded under the chair. End user was strapped in which kept enduser from being tossed out of the chair. No injuries reported.